Event description:
A consumer reported being unhappy following bilateral intraocular lens (iol) implant surgery. He indicated that lasik procedures were performed following the surgeries. He also reported that his eyes are dry, one eye is nearsighted and the other farsighted, visual acuity was 20/20 after surgery and now 20/40, and that a specialist told him he was not a good candidate for the surgery. The consumer reported that he did not have cataracts. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 03/17/2011 and 04/04/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).